Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a ventricular tachycardia procedure, when the ablation catheter was manipulated in the sheath and removed from the patient¿s body, blood leaked from the sheath valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.